Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt had non-functional ecgs. The cause for the non-functional ecgs was a broken wire in the cable leading to therapy electrode 2. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.